Manufacturer narrative:
Device was received with frozen display due to moisture damaged electronic assembly. Unable to verify pump error 63 alarm due to frozen display. Device was received with cracked battery tube threads and corroded battery tube. The p cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm, frozen display, the buttons were not responding and the time was not advancing. The customer was not able to clear the alarm successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.